Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received unable to prime unit during prime/a33 test due to faulty force sensor resistor. Testing of the insulin pump showed that it was functioning properly and passed all functional testing. The insulin pump has minor scratches on lcd window, cracked reservoir tube lip and battery tube threads.

Event description:
It was reported that the customer received a motor error alarm on the insulin pump during priming. The customer's blood glucose was 278 mg/dl and she treated with a bolus. During troubleshooting, it was found that the insulin pump was not exposed to a strong magnetic field or magnetic resonance imaging machine. The customer was not using the sensor feature on the insulin pump. She was able to rewind the insulin pump and was advised to discontinue use and revert to a back-up plan. Nothing further was reported.